Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the self-adhesive of the infusion set was wet. No adverse event was reported. The lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.